Manufacturer narrative:
(B)(4). The flow sensor was returned for investigation. A visual inspection was performed and no anomalies were found. The sensor was installed into a test ventilator for analysis. The unit then passed all testing. The ventilator was put into ventilation mode for twenty four hours and no alarms occurred. No errors were recorded in the diagnostic logs. The reported malfunction could not be duplicated with the returned flow sensor. The probable root cause for the malfunction could be the pressure solenoid valve or exhalation flow sensor.

Manufacturer narrative:
(B)(4). The customer evaluated the device an verified the malfunction. The customer replaced the flow sensor and the device then passed testing.

Event description:
It was reported that during patient use, a ventilator displayed a high oxygen (o2) alarm. The patient was transferred to an alternate device without harm.